Event description:
Info received indicates when the brake was applied, the casters would continue to swivel.

Manufacturer narrative:
The technician replaced two brake casters to repair the stretcher.